Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. During the site visit the fse was unable to confirm or replicate the reported motion issues on the affected universal surgical manipulators (usms). The system was tested and verified as ready for use. Log investigation revealed the following possible related system errors: "a watchdog timeout has occurred in the illuminator, resulting in degraded illuminator operation" and "a setup joint moved when it was not released.".

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer began a medical procedure with an endoscope which was replaced with a backup due to a recoverable communication fault, and after the swap, the replacement endoscope "fell" into the patient and a collision between the set up joints (sujs) occurred. The customer was concerned about the incident, highlighting potential risks if a similar event occurred with other instruments. However, it was confirmed that no harm came to the patient and the procedure continued without complications. The tse advice was that if this error arises again, the affected endoscope should be replaced and segregated for inspection before future use. Additionally, he advised ensuring proper clutching of set up joints (sujs) after instrument changes to prevent collisions or similar issues. The customer explained that the endoscope involved in the incident was still in use and could only be segregated after the procedure was complete. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and found to be in normal condition. During surgery, the device arm moved unexpectedly, but no fragments broke off or fell into the patient. The surgical team did not notice any collisions or functional problems with the instrument itself. No fragments needed retrieval, no extra procedures or imaging were required, and there have been no subsequent issues reported. The procedure was completed robotically without further incident, and the patient was not harmed. There were no photos or videos available for review, and nothing needs to be returned for manufacturer evaluation.